Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic inguinal hernia repair, while the structural balloon had been inserted and secured into place, and when the gas was attached to the abdomen, the balloon did not inflate. The gas was not going through the balloon port into the patient¿s abdomen. There was no patient injury.